Event description:
Per the clinic, the patient experienced wound issues with partial extrusion of the implant (specific date not reported). Subsequently, the device was explanted on (B)(6), 2022, and the patient was treated with oral antibiotics for a suspected infection (specific date and duration not reported). Re-implantation is planned but has yet to take place as of the date of this report.

Manufacturer narrative:
This report is submitted on june 29, 2022.

Manufacturer narrative:
This report is submitted on august 19, 2022.